Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was going into intermittent communication loss, and that multiple bedside monitors (bsms) were experiencing a boot loop. The remote network stations, switches, telemetry devices, bedside monitors, and patient receivers (orgs) were affected and stayed off-line until they were rebooted. Service requested / performed: troubleshooting. An on-site nk technician found that in the org closet, the labels and the actual configurations on the switches did not coincide. This caused the switches (#2 and #4) that should have been on the 96 vlan to be on the 97 vlan, and vice versa. This was addressed, after which the issue was resolved. Investigation summary: the root cause of the issue was determined to be that the mdf switch was configured to be on the wrong vlans. The reported issue does not require further investigation through CAPA process since the issue was reportedly caused due to incorrect configurations, which can be factored as human error and not nk device malfunction. The overall risk rating is medium. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1 brand name, d4 model number, catalog number, serial number & unique identifier (UDI) number. F9 approximate age of device. No serial number was provided, so the age of the device is unknown. G5 PMA/510(k). Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns. Bedside monitors:

Event description:
The customer reported that the central nurse's station (cns) was going into intermittent communication loss, and that multiple bedside monitors (bsm(s)) were experiencing a boot loop. The remote network stations, switches, telemetry devices, bedside monitors, and patient receivers (org(s)) were affected and stayed off-line until they were rebooted. Nihon kohden technical services were unable to detect an issue with nihon kohden servers.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was going into intermittent communication loss, and that multiple bedside monitors (bsm(s)) were experiencing a boot loop. The remote network stations, switches, telemetry devices, bedside monitors, and patient receivers (org(s)) were affected and stayed off-line until they were rebooted. A nihon kohden on-site technician found that the switches were on the wrong vlan(s). The switches were not manufactured by nihon kohden. Nihon kohden installed a network switch upgrade. The customer's research and development team is currently analyzing the data pulled by the nihon kohden team. The cause is currently unknown. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, unique identifier (UDI) number, approximate age of device. No serial number was provided, so the age of the device is unknown. PMA/510(k), device manufacturer date. Additional device information: concomitant medical device: the following devices were used in conjunction with the cns. Bedside monitors: model #: ni, sn #: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Remote network stations: model #: ni, sn #: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Switches: model #: ni, sn #: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Telemetry devices: model #: ni, sn #: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Org(s): model #: ni, sn #: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) was going into intermittent communication loss, and that multiple bedside monitors (bsm(s)) were experiencing a boot loop. The remote network stations, switches, telemetry devices, bedside monitors, and patient receivers (org(s)) were affected and stayed off-line until they were rebooted. Nihon kohden technical services were unable to detect an issue with nihon kohden servers.